Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 296 mg/dl, 341 mg/dl, 230 mg/dl and 130 mg/dl within 10 minutes on the aviva system. No adverse event reported. Requested return of suspect device and replacement was sent